Event description:
The customer reported to philips healthcare that the heartstart mrx "switches to malfunction after passing the self-test while changing the pads cable to paddles; a red x appears, but no error message'. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.